Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the insulin pump had multiple insulin pump error. Customer's blood glucose level was unknown. Customer reported that they were able to clear the alarm. Customer stated that they are not able to rewind the insulin pump. Customer stated that insulin pump was not working giving alarms and tubing gets insulin delivery suspended. Customer performed displacement test and it was passed. Customer performed self-test and it was failed. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.